Event description:
No blood glucose levels reported. The customer reported that the insulin pump alarmed no delivery several times. Troubleshooting was attempted but not completed. The customer reported that he was uncomfortable with the insulin pump and would like to use a replacement insulin pump until a new insulin pump is delivered. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. The customer was at work and was unable to continue troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a broken belt clip slot.